Event description:
Report received from (B)(6) stating that the "tip was bent." The device was used in surgery, in a "cmp" surgery. There were no user or pt injuries reported. The date of the event was not reported. There was no additional info available.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the attachment protective foot was drilled into and was broken off. This was most likely due to miss assembly of the cutter to the attachment and to the motor. The event was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).